Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that a patient underwent a single-stage electrode implant on (B)(6) 2026. Following the procedure and during the immediate post-operative period on (B)(6) 2026, no electrode tracking or biventricular (biv) capture was observed. During a follow-up evaluation on (B)(6) 2026, intermittent tracking was noted when the patient was leaning back in a chair. When the patient was sitting upright or standing, consistent electrode tracking and biv capture were observed. No further information was provided.

Manufacturer narrative:
The investigation is ongoing, and no conclusions are available at this time. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received on 03-feb-2026 indicated that loss of tracking was observed in the supine position during both the implant procedure and recovery. Per physician orders, the patient was required to remain flat post-procedure; therefore, positional testing was limited. On the day following implant, tracking remained absent in the supine position. However, tracking and biv capture were present when the patient was sitting or standing. Loss of tracking was consistently observed when the patient was leaning back or reclined. The (aws) measurements were consistent with initial implant measurements. Electrode anchoring at the final implant location was confirmed. The clinical team disconnected telemetry and EKG leads to eliminate potential interference, with no improvement in tracking. No additional noise sources or interfering equipment were identified. Per the follow-up troubleshooting flow chart, the transmit level (tl) was increased to 6; however, tracking in the supine position did not improve.

Manufacturer narrative:
The wise crt system was implanted on (B)(6) 2026. Following the procedure, the clinical team reported that electrode tracking and biv pacing were not observed when the patient was lying flat. When the patient changed position and leaned back, intermittent tracking was observed, and consistent tracking and biv pacing occurred when the patient was sitting upright or standing. Troubleshooting steps were performed during the initial evaluation; however, tracking could not be restored while the patient remained in the supine position. The patient returned for a follow-up visit on (B)(6) 2026 for additional evaluation. During this visit, system settings were adjusted to optimize device performance. After these adjustments, electrode tracking was successfully observed in all tested patient positions, including lying down, sitting, and standing. Device interrogation showed biv pacing of approximately 43.7% since implant, which includes the earlier period when consistent tracking was not present. No device components were returned for testing; therefore, functional testing could not be performed. A review of the manufacturing records for theelectrode identified no manufacturing issues or nonconformances associated with the device used in this procedure. Based on the available information, no device malfunction was identified, and the system functioned normally after optimization during the follow-up visit. No adverse patient health effects were reported. The initial lack of electrode tracking may have been influenced by system configuration or implant geometry; however, the exact cause could not be determined based on the available information.